Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the application server and reviewed the device details, checked the patient record and confirmed the patient was assigned to the correct area, ran an all-device events report for the patient and identified a more recent transaction than the original case creation time, then followed up with the customer to confirm whether the patient was still missing, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient was not showing up on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.